Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician used the emergency detach procedure to release the capsule. The patient was not injured following the procedure.